Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the upper limb. A 7.0 x40, 40cm gladiator? Elite balloon catheter was advanced for dilation after left arteriovenous fistulization under ultrasound guidance. During the procedure, the balloon ruptured upon first inflation at 20 atmospheres due to the thickening of the patient's blood vessel intima and the formation of small scar tissue. The ruptured balloon was immediately withdrawn, and ultrasound showed no damage to the patient's blood vessel. Upon device inspection, no missing part was observed with the balloon, but a linear rupture was noted. The procedure was completed a new 7mm ballon catheter. There were no patient complications as a result of this event.